Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and did not open. A field service engineer (fse) accessed the rear chassis of the drawer and reseated all associated cables. The fse then tested the drawer functionality, after which the drawer recovered and operated properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es customer reported issue drawer failed and did not open. The customer opens the back panel to recover the drawer and reboots the station; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.